Event description:
It was reported that after two hours in use and while dissecting tissue during a thymectomy procedure, the tip of the long tip forceps instrument broke resulting in pieces falling into the pt's anatomy. It is believed that all pieces have been retrieved. The instrument was removed and replaced with another long tip forceps instrument to successfully complete the procedure without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface resulting in the clevis becoming dislodged from main tube. Pieces are missing between the ears as well as below one of the ears. The instrument was likely overloaded at the tip. Engineering also observed that the main tube has various small scratches at distal end. No other damage found. Per the case notes, the site indicated that they believe all broken pieces were successfully retrieved from the pt.